Manufacturer narrative:
The field service engineer performed various system checks and had acceptable results. After system checks, he performed precision testing. The investigation discovered precision testing had failing results. The investigation reviewed the customer's calibration results and found the results were frequently flagged. The customer's qc results were within the acceptable range. The specific cause of the event could not be determined. Based on the available information, the investigation determined the issue was consistent with either a preanalytical handling issue or an instrument maintenance issue.

Event description:
The initial reporter received questionable tina-quant c-reactive protein IV results for one patient tested on a cobas c 501 module. The patient's initial c-reactive protein result was reported outside the laboratory. The patient's physician questioned the reported result based on the patient's clinical presentation. The customer tested a different sample that was collected at the same time as the initial sample. Also, the patient had a new sample collected for further testing. The patient's initial sample was collected in a microtainer vessel with separating gel. At 06:16, the patient's initial c-reactive protein result was 331.23 mg/l with a data flag. At 07:12, the patient's repeat c-reactive protein results with a different sample were 5.86 mg/l with a data flag and 5.99 mg/l with a data flag. At 09:01, the patient's c-reactive protein result with the new sample collected was 5.54 mg/l with a data flag. The customer determined the repeat results were correct and a corrected report was provided. The c-reactive protein reagent lot number was 569894 with an expiration date of 31-aug-2022.